Event description:
Web device to be used for patient with intracranial hemorrhage selected for size 7 x 3. However, when md was testing the device prior to procedure, noted the size was double the size he wanted. Box and package were labeled 7 x 3 but incorrect product in packing.